Event description:
The customer reported the device as having an issue. It was later clarified to be a failure to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.